Event description:
The customer reported cine playback is not working correctly, and the system displayed an overload fault error. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the cine hard drive, cine bridge pcb and image pcb. He was unable to duplicate the overload fault error. The high voltage cable candles were inspected, cleaned and re-installed per service manual. Unit works as intended.